Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging an issue trying to load the cartridge. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the issue. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/05/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/15/2017 with the following findings: on investigation, the piston consistently stopped at 198 units during the load step without a cartridge installed in the pump. The pump was opened for investigation and revealed the motor drive assembly was not mounted correctly; drive screws were unevenly torqued causing the piston to come in contact with the cartridge wall, creating force. Investigation duplicated the complaint.